Event description:
It was reported that the brake pedal will not stay locked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation by the field service technician it was identified that the initial report of the brake pedal not staying locked was reported in error and this device was not exhibiting a reportable malfunction. The device information has been updated in section d.

Event description:
It was originally reported that the brake pedal will not stay locked. Upon completion of the device evaluation by the field service technician it was identified that the initial report of the brake pedal not staying locked was reported in error and this device was not exhibiting this issue.